Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during the daily self-test, the customer observed a power detection failure. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the power test failed. The device was evaluated by the customer only. There was no further information regarding the tests the customer performed, and how the customer determined the cause. However, the customer confirmed that the device was back to normal use after a third party replaced the capacitor. Based on the information available and the testing conducted, the cause of the reported problem was the capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the device was evaluated by the customer only.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the power test failed. The device was evaluated by the customer only. There was no further information regarding the tests customer performed, and how the customer determined the cause. However, the customer confirmed that the device was back to normal use after the customer replaced the power supply cable. Based on the information available and the testing conducted, the cause of the reported problem was the power supply cable. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting address line 1: (B)(6). H3 other text: the device was evaluated by the customer. Only.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the power test failed. There was no reported patient involvement.